Event description:
Customer reported there were some malfunctions with the insulin pump and she was no longer using the sensor feature. No further details were given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.